Manufacturer narrative:
The returned device was evaluated. Low battery voltage was observed in the middle and bottom batteries. No corrosion or debris was observed was observed on the pcba (printed circuit board assembly) or batteries that would lead to the premature discharge of the bottom battery stack. The pcba was removed and attached to a power supply. Communication with the device was unable to be achieved. No defects were observed with the pcba that would cause a communication failure. The reported alarm could not be confirmed and the cause of the communication issue was unable to be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The patient reported that her bg (blood glucose) increased up to 280mg/dl despite multiple corrections through the night. She did not receive the notification to check her bg after 90 minutes. Patient stated that her pod audibly alarmed but there was no alarm in the notification history.